Event description:
It was reported that prowler select plus microcatheter was placed across the neck of the aneurysm and the enterprise was advance through the microcatheter and it would not go. They removed the prowler select plus and the enterprise and used 2 new products, which worked perfectly. They had flush going and did not notice any kinks. No patient injury or issues arose. They place coils after that. There was no adverse event reported, and no medical intervention needed or required to prevent impairment or injury. The device will not be return for analysis and no response letter was requested.

Manufacturer narrative:
Product was received. Additional information will be submitted within 30 days of receipt for this report under complaint (B)(4).

Manufacturer narrative:
It was reported that prowler select plus microcatheter was placed across the neck of the aneurysm and the enterprise was advance through the microcatheter and it would not go. They removed the prowler select plus and the enterprise and used 2 new products, which worked perfectly. They had flush going and did not notice any kinks. No patient injury or issues arose. They place coils after that. There was no adverse event reported, and no medical intervention needed or required to prevent impairment or injury. The device will not be return for analysis and no response letter was requested. Pouch packaging and carton box of enterprise vascular reconstruction device and delivery system was received the lot number observed on packaging pouch and carton box are the same than the lot number reported on the system. Inside of the packaging the involved microcatheter was received, this microcatheter was analyzed under (B)(4). Enterprise device was not received for analysis. No anomalies were found during visual analysis. The functional test could not be performed since the enterprise device involved was not received for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10247692. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as ¿delivery wire / resistance/friction with loss of cerebral target position¿ was not confirmed since the complaint could not be properly evaluated due to the enterprise device was not received for analysis. The cause of the event experienced by the customer could not be conclusively determined. However, procedural / handling factors might have contributed to those issues. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. This is one of two products associated with complaint (B)(4).

Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. (B)(4). This is one of two products associated with complaint (B)(4).